Event description:
Case description: this is a spontaneous report from a contactable consumer through a non-clinical-study program "brand websites for devision consumer healthcare (B)(4)". A female consumer of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date for menstrual pain. Relevant medical history and concomitant medications were not reported. The consumer experienced two small burn blisters which are burning and are very painful on (B)(6) 2015. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was not recovered. Additional information has been requested and will be provided as it becomes available. Follow-up (21aug2015): this follow-up report is being submitted to amend previously reported information: updated usage of device. Company clinical evaluation comment based on the information provided, the event burn second degree and application site pain as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn second degree and application site pain as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
Two small burn blisters [burns second degree] burning and are very painful [application site pain]. Case description: this is a spontaneous report from a contactable consumer through a non-clinical-study program "brand websites for (B)(6)". A female consumer of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date for menstrual pain. Relevant medical history and concomitant medications were not reported. The consumer experienced two small burn blisters which are burning and are very painful on (B)(6) 2015. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was not recovered. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burn second degree and application site pain as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.